Event description:
Pt on "sq" pain management therapy at home. Sq infusion sets changed by rn. On 3/10/97, when rn removed the sq set which was placed on 3/7/97, no needle was found and rn noticed small amount of dried medication under needle disk. Physician was notified who arranged for x-ray, and sq infusion set was brought back to pharmacy for examination. Needle was broken where it exits the disk.